Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized a month ago. The customer stated that the reason of his hospitalization was that the insulin pump alarmed no delivery while he was asleep and he did not wake up to the alarms. No further info was provided.